Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2008, inratio: 2.1, lab: 2.3. Date 2008, inratio: 2.0, lab: 7.9. This case qualifies as an adverse event. Pt was admitted into the ER.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.1, lab: 2.3, mean: 2.2, confidence limits: 1.4-3.1. Date: 2008, inratio: 2.0, lab: 7.9, mean: 5.0, confidence limits: 2.8-7.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing. Both inratio and lab values are not within the confidence limits for inr testing for the 2nd data set. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing required at this time. On 2008, pt was greater than 100 drawn by lab. The following month, same pt done by lab given vitamin k. The next day, same pt tested with inratio 2.1 and lab was 2.3.